Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The device was returned without the over sheath and the catheter was kinked close to the handle section. Microscope examination was performed, and no issues found on the bushing. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional examination was also performed between the hooks of the bushing, and both sides a and b were within specification. Further analysis were performed on the bushing tabs, and both sides had different measurements. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but the clip could not fall off normally despite repeated pushing, pulling and shaking the device. Additionally, the clip was forcibly pulled out, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but the clip could not fall off normally despite repeated pushing, pulling and shaking the device. Additionally, the clip was forcibly pulled out, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.